Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04258. The pt rec'd two leads with the same lot number. It was reported the pt had discomfort at the ipg pocket site. It was reported the pt was very thin. In addition, the pt did not feel the system was helping to relieve her pain. The pt did not want reprogramming, and elected to have the system removed.